Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately calcified coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm. The device was then simply pulled out from the patient's body. The procedure was completed with another of the same device. There were no complications and the patient's condition was good.